Event description:
A hospital in (B)(6) reported via a distributor that an mr290v autofeed humidification chamber overfilled and water went into the breathing circuit. The hospital reported that there was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & pakel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.